Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage found on electronics assembly.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and the buttons were unresponsive. The customer's blood glucose was 94 mg/dl at the time of incident. The insulin pump was returned for analysis.